Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01, implantable pulse generator (ipg), (B)(6) 2009, 5076, implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had experienced an apparent lead fracture with rising thresholds and high lead impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.